Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) shutdown unexpectedly while plugged in. It is unknown under which circumstances this event occurred; however there was no patient involvement, and no adverse event was reported.

Manufacturer narrative:
Updated fields: b4, d4 (UDI # (B)(4)). The customer has not requested for getinge to evaluate the iabp unit involved in this event. At this time the customer is paying for a rental iabp unit and plans to replace the cs300 iabp unit involved in this event with new cardiosave iabp units. The iabp unit remains out of use and will be decommissioned.

Manufacturer narrative:
A getinge service territory manager (stm) had advised that the customer had not decided if the iabp unit will be repaired as the iabp unit is going to be replaced and traded in within a few weeks. A supplemental report will be submitted if additional information is provided. (B)(6). Not returned to manufacturer.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) shutdown unexpectedly while plugged in. It is unknown under which circumstances this event occurred; however there was no patient involvement, and no adverse event was reported.